Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.refer to medwatch # 3004209178-2016-92241.

Event description:
The customer reported via telephone call that air bubbles were in the reservoir and that the blood glucose reading ran high at 515 mg/dl. The customer declined troubleshooting for these issues.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.